Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, cracked case at the reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was broken and the reservoir was not able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.